Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -2.5/+6.0/080 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2018. The lens was reported as having rotation not associated to a low vault and the patient experienced a refractive surprise. At post-op visit on (B)(6) 2020, the refraction was stable. The patient was prescribed spectacles to correct residual astigmatism while driving. The patient is satisfied with the final outcome. The cause of the event was due to patient related factor.